Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation . Date of explantation: (B)(6) 2022 . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 330cc mentor smooth round high profile prosthesis and experienced right-sided deflation postoperatively. The diagnosis was confirmed based on physical examination. As a result, the patient is scheduled to undergo explantation on (B)(6) 2022.

Manufacturer narrative:
Suspect device received on april 08, 2022 device evaluation completed on april 27, 2022: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sm hps dv 330cc breast implant had an area of shell abrasion on the anterior view. Leak testing was performed, according to mentor procedure, and it identified a tear within the shell abrasion measuring approximately less than 0.1 cm. Additionally, no other leak sites were detected. The evaluation determined that the cause of the deflation is consistent with normal wear. Shell abrasion suggest in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).